Event description:
An endurant bifurcated stent graft system was implanted in a pt for the endovascular treatment of a saccular 9.9 cm abdominal aortic aneurysm approx two months ago. The aortic neck was 27 to 30 mm in diameter but enlarges to 33 mm in the middle section, 28.8 mm long, with mild angulation and mild calcification. Vessels were moderately tortuous and mildly calcified. After deployment, a type IV leak was seen in the bifurcated stent graft (ref MFR 2953200-2011-00375). It was reported one month post initial procedure, the type IV endoleak was resolved with out further intervention. However, an occlusion of the left side/ipsilateral extension was noted. No further diagnostic procedure has been performed to determine the cause of the occlusion or to plan an intervention, as the pt has chronic renal failure and is acutely critically ill. No intervention has been performed. No add'l clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Results of eval: (occlusion), (moderately tortuous vessels). Conclusion: (moderately tortuous vessels).